Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the annular perimeter measurement was borderline between a 29mm and a 34mm valve. The implanting team chose a 29mm valve. A pre-implant balloon aortic valvuloplasty (bav) was not performed. During the first deployment attempt, using a medtronic guidewire, with the starting point at the bottom of the pigtail catheter, the valve dislodged into the ascending aorta. The valve was recaptured. Upon the second deployment attempt, the same issue occurred. During the third deployment attempt, the valve was partially deployed to 3-4mm on the non-coronary cusp and 4-5mm on the left coronary cusp. However, during assessment at 80% deployment, the valve dislodged towards the left ventricle. At this point the "waist" of the valve frame was positioned at the native annulus. Subsequently, the valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. A larger 34mm was implanted successfully. No adverse patient effects were reported.